Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was used for interventional surgery at the time of event, customer restarted the system for few times to complete the surgery. It was reported to philips that the system was unable to boot up properly. Based on the information provided by customer, the issue was caused by the disk bay problem. However, there was no further information about the resolution and troubleshooting actions. Since the device was out of warranty and customer did not request philips service for this event, so no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.